Event description:
A device report from synthes (B)(4) provides info from a facility in (B)(6) regarding plate reduction wires. During the surgical procedure, 2 of 3 wires broke upon insertion and 1 of the 3 broke during removal. The wire broke just above the large expansion. It was noted that the bone quality was medium. This report #2 of 3 for the same event.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. A review of the device history record has been requested.